Event description:
During an atrial tachycardia ablation procedure, a pericardial effusion was noted after completing the cavo-tricuspid isthmus line ablation. While collecting geometry in the right atrium, placement of the coronary sinus catheter was noted to be difficult. When collecting geometry of the right atrium with the tacticath se catheter, the catheter would occasionally disappear for approximately a second. Moreover, unusual geometry was collected, including in the left atrium. When the cavo-tricuspid isthmus line ablation was completed, an effusion was noted on echocardiogram. The blood pressure was noted to be stable at the time, although chest tightness was experienced by the patient. A pericardial drain was placed and and the patient was stabilized. The procedure was eventually completed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an atrial tachycardia ablation procedure, a pericardial effusion was noted after completing the cavo-tricuspid isthmus line ablation. While collecting geometry in the right atrium, placement of the coronary sinus catheter was noted to be difficult. When collecting geometry of the right atrium with the tacticath se catheter, the catheter would occasionally disappear for approximately a second. Moreover, unusual geometry was collected, including in the left atrium. When the cavo-tricuspid isthmus line ablation was completed, an effusion was noted on echocardiogram. The blood pressure was noted to be stable at the time, although chest tightness was experienced by the patient. A pericardial drain was placed and and the patient was stabilized. The procedure was eventually completed. There were no performance issues with any abbott products.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.